Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 3 ml luer-lok¿ syringe leaked. This was discovered during use. The following information was provided by the initial reporter: at the time of medicine administration, the liquid go back through plunger.

Event description:
It was reported that bd plastipak¿ 3ml luer-lok¿ syringe leaked. This was discovered during use. The following information was provided by the initial reporter: at the time of medicine administration, the liquid go back through plunger.

Manufacturer narrative:
Investigation summary: batch history analysis, quality notifications and maintenance records were reviewed with no records potentially related to failure found. A video was available for analysis, and it was possible to observe barrel damage that later during the use of the syringe caused leakage. The possible cause for this is an issue in the syringe assembly system that caused damage to the syringe. The production processes are validated according to established procedures and that for the pertinent characteristic of this complaint the acceptance criteria are nqa 0.4%. The batch involved in the complaint meets the acceptable quality level (eqs) being manufactured and released in accordance with applicable procedures and specifications. The incident identified from this complaint will be monitored for trend assessment.